Manufacturer narrative:
The customer did not specify what kind of alarm they experienced. However, through review of the pcu event log, it was discovered that multiple ail alarms occurred during the last infusion performed at the customer site. Furthermore, during lab testing, ail alarms immediately occurred upon the start of infusion. During lab testing, the device failed alaris system maintenance ail testing and produced an ultrasonic sensor signal which did not meet the minimum acceptable voltage, per specifications. After manipulating the sensor wiring, an acceptable ultrasonic sensor signal was measured and the device ran a test infusion without the occurrence of any false ail alarms. Through testing, intermittency of sensor wiring is the cause of the false ail alarms. It is noted that the ail assembly installed in the device is affected by a medical device safety notification released on 02dec2016. The notification lists the affected products as: alaris pump module manufacture between oct2011 and jun2015; ail sensor kits (p/n: 147083-102 and p/n: 49000221) distributed between oct2011 and jun2015. The ail assembly installed in the device would have been part of ail sensor kit p/n: 147083-102 distributed within the affected date range; therefore, replacement of the ail sensor is covered by bd. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:ca-(B)(4). The customer stated that there was no patient harm.

Event description:
The customer reported that during an infusion, the user reported that an alarm occurred. No patient harm was reported.